Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on anterior due to an fold flaw opening. Was observed crease fold however no is considered workmanship due to the device was explanted.

Event description:
Added "any creases".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h6.

Event description:
Device has been explanted.